Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was observed. The report was resolved by setting adult pad connection . Historically failures of this type are a result of the device's configuration steps being performed incorrectly. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.